Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this has happened twice this year. Both bad clip appliers. The doctor has used this product many times. Clips wouldn't come out. Came out wrong angles. Couldn't use since it occurred several times. 5 mm applied trocars were used. Didn't come out of the jaws properly. No pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device's insertion/removal through the trocar. No clip was manually removed as a loaded clip. The trigger appeared intact. The surgeon got a new clip applier to complete the case. No patient injury occurred. Patient is stable. Product is available for return. Patient status: no patient injury occurred. Patient is stable. Intervention: the surgeon got a new clip applier to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1493423, was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: this has happened twice this year. Both bad clip appliers. The doctor has used this product many times. Clips wouldn't come out. Came out wrong angles. Couldn't use since it occurred several times. 5 mm applied trocars were used. Didn't come out of the jaws properly. No pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device's insertion/removal through the trocar. No clip was manually removed as a loaded clip. The trigger appeared intact. The surgeon got a new clip applier to complete the case. No patient injury occurred. Patient is stable. Product is available for return. Patient status: no patient injury occurred. Patient is stable. Intervention: the surgeon got a new clip applier to complete the case.